Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2021 with blood glucose of 17 mg/dl at the time of the incident. The customer was at 229 mg/dl at the time of the call. The customer was given glucose tablets, food, and intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump gave them 100 units of insulin per the paramedics assessment. The customer also stated the pump did not have any records stored past (B)(6) 2021. Troubleshooting was not completed as the customer disconnected the call. The insulin pump and reservoir will not be returned for analysis.